Event description:
It was reported that during a ptca/stent procedure the stent became separated from the stent delivery system. The separation occurred in the iliac artery and was retrieved with a snare. Reportedly the pt tolerated the procedure well.